Event description:
It was reported that during a routine upgrade to a defibrillator, the pocket was opened and the physician noted body fluids in the lead lumen. The insulation was damaged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.